Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the insulin gauge displayed an inaccurate value of 60 units and it was filled with 239 units of insulin. The customer¿s blood glucose level was 212mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.